Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, zpm l and zpm u communication had failed. The customer experienced issues with loading and unloading medications from pyxis because the sunrise pharmacy application had not updated the floor stock location. The issue did not occur consistently but happened randomly and infrequently. The customer contacted altera support to review specific cases, and it was determined that when the hl7 message was triggered from pyxis, sunrise was only receiving a zpm c count message, which created a stock inventory location under floorstock. The system was not receiving a zpm l load message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) confirmed that unable to remote into the server, and tss sent an email to the customer, and the pyxis contact as noted in remote smart service (rss), but no reply was received. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, zpm l and zpm u communication had failed. The customer experienced issues with loading and unloading medications from pyxis because the sunrise pharmacy application had not updated the floor stock location. The issue did not occur consistently but happened randomly and infrequently. The customer contacted altera support to review specific cases, and it was determined that when the hl7 message was triggered from pyxis, sunrise was only receiving a zpm c count message, which created a stock inventory location under floorstock. The system was not receiving a zpm l load message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.